Event description:
Patient was implanted with guardian device on (B)(6) 2022. Patient was alerted by a see doctor alarm on (B)(6) 2024. At that appointment the device could no longer reliably communicate with the programmer. The physician was notified and he discussed options with the patient. The patient has not yet decided whether to get the device replaced or not. The problem will be further investigated if the device is explanted and returned. Issue 101 was created in the avertix qms and that issue was promoted to complaint 70. Once the investigation is completed complaint 70 will be added to CAPA 12.